Manufacturer narrative:
(B)(4). The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and edwards's physicians training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case in this case the exact cause of the too atrial placement of the valve cannot be confirmed; however, it appears that procedural factors (e.g. Poor coaxial alignment of the delivery system/valve and fair imaging intensifier angle) could have caused or contributed to the event. This event was resolved with implantation of a second valve in a more atrial position. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Transeptal approach tavr procedure with a 26mm sapien xt valve in a pre-existing mitral ring. After gaining access thru the atrial septum (by balloon atrial septostomy) the nf+ catheter arrived into the right atrium. The catheter nosecone was across the septum when the operator started flexing the device and as he advanced the system it prolapsed and kinked. The catheter could not be advanced any further and it was not possible to cross the mitral valve. The entire system/sheath were removed from the patient without issues. A 2nd 26mm system was prepped with 2cc added to the nominal volume (24 cc) as per the physician's request. After crossing the septum, the xt valve was positioned 20:80 atrial/ventricular (a/v) within the mitral ring (as intended). However, post deployment the images showed that xt valve landed 50:50 within the mitral ring, which was higher than intended. The xt valve had moderate paravalvular leak (pvl) and no central leak. A 3rd 26mm xt valve was prepped with 2 cc extra added (24 cc). The device was advanced and the xt valve implanted without issues. The 3rd xt valve was deployed in good position, 20:80 a/v with moderate pvl and no central leak. The pvl was attributed to a chunk of calcium located between the xt valve and the mitral ring. The delivery system and sheath were removed without issues. The patient remained stable throughout the procedure and was extubated and awake when transferred to ICU. A fair imaging intensifier angle and poor coaxial alignment may have contributed to the 1st valve landing higher than intended. The reason during the 3rd valve deployment that helped the xt valve to land 80:20 ventricular as intended was the ability to align the implanted valve in profile and then use it as a landmark for precise positioning.